Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative. It was reported that their settings were changing unexpectedly, as the programmer was returning to 0 ma without the patient decreasing the ma. It was unknown if any environmental or external factors may have led or contributed to the issue. The manufacturer representative stated that they were planning to meet with the patient again on 2018-feb-01. It was unknown if any actions/interventions were taken in order to resolve the issue. The issue was not resolved at the time of the report. No patient symptoms were reported and there were no complications. The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the patient's stimulation was going to 0.0v on its own. Technical services reviewed that if there is not values set for specific position it will default to 0v. It was reported the caller already reported this and will find out if this is the cause. The caller knows that the patient does have adaptive stimulation enabled. Caller will continue to work with patient. Additional information was received from the manufacturer's representative. It was reported that the cause of the stimulation going to 0.0v on its own was most likely due to adaptive stimulation. It was reported the issue had resolved.